Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 31jan2019. Philips technical support troubleshot with the customer. The customer replaced the central processing unit to resolve the issue.

Event description:
The customer reported that the backup alarm failed. There was no patient or user harm reported. The event date was not specified; estimate used.